Manufacturer narrative:
Concomitant medical product: 97791 neuro adaptor, implanted: (B)(6) 2016.

Event description:
It was reported that a possible pocket infection occurred. An envelope was used during implant of the device. The patient was treated with antibiotics and the envelope remains in use. No further patient complications have been reported as a result of this event. Additional information was received that the patient has completed antibiotic therapy and denies fever and drainage from the site. The physician is pleased with the appearance of the incision at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.